Event description:
During a lung resection procedure, the device fired, the surgeon found some staples were malformed. Another device was used to complete the procedure. There were no adverse consequence to the patient.